Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had high impedances due to a fall. It was noted the patient lost effective therapy. Troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced.